Manufacturer narrative:
The reported complaint issue was not confirmed. The three straight lines on the screen issue could not be reproduced or verified during evaluation of the autopulse platform ((B)(4)). The ap platform powered on and the lcd displayed properly. No failure observed on the platform during 10 minutes run time using lrtf and multiple power cycle testing. However, after disassembly, contamination was observed on the lcd ribbon cable and display board, unrelated to the reported complaint. As a precautionary measure, the lcd screen board and pdb board will be replaced. During visual inspection, no physical damage observed but sticky clutch plate shaft found, this issue did not attribute and unrelated to the reported complaint. As a routine service, the sticky clutch plate was deburred. No significant discrepancy found in the device's archive data file. The autopulse platform is a reusable device and was manufactured on 16 mar 2016. Historical records were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4).

Event description:
As reported, the autopulse platform ((B)(4)) was used on a (B)(6) male patient in cardiac arrest. The device was used in the rain and functioned as expected. Fortunately, the patient had return of pulse. However, after the call, users noticed that the device would not turn on. Users blew the water out of the device and let it dry out. The device turns on and all the led lights come on but there are 3 straight lines on the screen. In addition, no clinical data can be seen, and the device clicks. No known impact or consequence to patient.